Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, blisters, dry skin, drainage, and pustules extending beyond the patch perimeter which occurred 6 days after the sensor had been inserted in the abdomen. The skin was prepped with soap and water prior to sensor insertion. A photo of the skin reaction in the complaint record was reviewed and confirmed, with dry skin patches, slight edema around the edges of the affected area, as well as erythema throughout. The skin reaction appeared to be in the stages of healing. There is no documentation of scarring, infection, or systemic reaction. Although no healthcare provider visit was documented, the skin reaction was treated with clobetasol, a prescription topical ointment, as well as oral prednisone. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.